Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) foot tray and manipulator controller ergonomic base (mceb) board. Parts swapped did not fix the issue. Fse then replaced the surgeon side console (ssc) motor module vertical axis due to error 23062 to resolve the reported failure. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The mceb visually inspected and no damage was found. The unit was installed onto a known good eft system and system powered with no issues. System was power cycled ten times and sine cycle was ran without issues. The foot tray was installed onto a known good eft system and system powered on with no issues. The foot tray was exercised throughout its range of motion multiple times and no issues occurred. System was power cycled ten times and sine cycle was ran. The foot tray was visually inspected and no damage was found. Visual inspection was performed on the motor module vertical axis and found the motor's cable connector had signs of melting, which is attributed to the reported complaint. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects due to a connector damaged on the surgeon side console (ssc) motor module vertical axis. This issue can be resolved by replacing the ssc motor module vertical axis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, there were ergonomics errors on the console. Node 115 pointed to the manipulator controller ergonomic base (mceb) board on the console. This was an ergonomics fault on an ergonomics control board. The technical support engineer (tse) recommend checking all cable connections on the board and foot rest. The caller said the foot rest was all the way flat on the floor. The board controlled the foot rest, armrest, and monitor column height ergonomics. The procedure was completed as planned with no reported injury.